Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, the cause of the alarm was due to the patient not properly disconnecting the patient line from the transfer set during therapy. The results of a label review revealed that users are instructed how to emergency disconnect for a short period of time the labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The technical service representative (tsr) reviewed proper procedures per the user manual with the caregiver. The lot number was not provided; therefore, a batch review cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during drain 3/4. The caregiver (cg) stated the home patient (hp) was not connected when the alarm occurred. The cg stated that the hp cut the patient line. The technical service representative (tsr) advised the cg to cycle power and to let the nurse (rn) know that the hp cut the line. On (B)(6) 2010 product surveillance spoke with the home patient's wife (cg) who stated the patient somehow became tangled in his supplies so he just cut the line. The cg confirmed the hp was not connected. The cg stated he was advised not to ever cut the line again and the cg stated the hp understood. The cg stated she wasn't sure how he became tangled because she was sleeping. The cg stated the hp was not treated with any antibiotics but was hospitalized a few days ago with low blood cell counts. The cg stated for the past several years now the patient has been hospitalized to get blood due to low cell counts. The cg confirmed the patient was home now and doing just fine. No additional information is available at this time.